Event description:
It was reported the screen was black on the bronchovideoscope. The issue occurred before the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported failure (no image/black screen) was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the reported image was not reproduced, the root cause of the event could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the scope was inspected prior to use and no abnormalities were noted; however, the image issue (black screen) occurred before an exploratory bronchoscopy procedure. Although there was a 30-minute delay to obtain another device; the issue reportedly did not delay the procedure itself. The patient did not require any additional medications due to the event. The device was reportedly reprocessed per the instructions for use (IFU) manual.